Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 48mm aaa. It was reported that during the procedure, the esbf3214c103ej stent graft was inserted from the right peripheral region and was implanted. Subsequently, etlw1620c93ej was added to the contralateral side (left cia). A non medtronic limb was implanted on the right side. The final contrast study revealed that the right iia was blocked by the non medtronic limb placed on the right side. In addition, type IV endoleaks were observed from proximal main body esbf3214c103ej and the left leg etlw1620c93ej. The endurant limb etlw1620c93ej had been placed shallower than expected in the cia, so type ib endoleak was also suspected. However, the right iia was blocked, so only touch-ups were performed for the left peripheral region. After the touch-up, the type IV was observed also so it was unable to distinguish if the type ib endoleak resolved. CT scan a week later confirmed the endoleaks had resolved. Per the physician the cause of the event is undetermined no additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film analysis conclusion: the reported type IV endoleak, inaccurate delivery and ib endoleak could not be assessed on the pre-implant report provided; therefore, the cause of these events could not be determined. The availability of angiograms taken during the index procedure could have allowed for a thorough analysis of the stent grafts in vivo configuration and reported events , but these were not provided for review. Tortuosity noted in the left iliac artery may have been a factor in the reported inaccurate delivery of the endurant limb and subsequent ib endoleak, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.